Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 35-year-old female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required), 6 years 4 months after insertion of essure. The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 35-year-old female patient who had essure (batch no. 50512935) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), weight fluctuation ("weight changes"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/ mental anguish") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (hysterectomy and total abdominal hysterectomy and bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, weight fluctuation, fatigue, alopecia, tooth loss, mood altered and depression outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: patient was hospitalized for hysterectomy. Lot number: 50512935 manufacture date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 35-year-old female patient who had essure (batch no. 50512935) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), weight fluctuation ("weight changes"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/ mental anguish") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (hysterectomy and total abdominal hysterectomy and bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, weight fluctuation, fatigue, alopecia, tooth loss, mood altered and depression outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: patient was hospitalized for hysterectomy. Most recent follow-up information incorporated above includes: on (B)(6)2021: lot number received. New events: chronic abdominal pain, chronic pelvic pain, chronic back pain, excessive bleeding, unintended pregnancy, device ineffective, migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, perforation of fallopian tubes or other organs, allergic reactions, auto-immune reactions, headaches, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety, depression, physical pain, psychological stress added. Patient pregnant updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a (B)(6) female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required), 6 years 4 months after insertion of essure. The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes"), uterine perforation ("perforation of the uterus"), perforation ("perforation of other organs") and device dislocation ("migration of the essure device to the abdominal or pelvic cavity") in a 35 year-old female patient who had essure inserted (lot no. 50512935). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of dysuria, abdominal pain, alcohol use, smoker (tobacco- smoker-1/2 ppd x 20 yrs), abdominoplasty, c-section and multigravida. Previously administered products included: depo provera and oral contraceptive nos. The patient had a family history of type ii diabetes mellitus. Concurrent conditions were listed as tenderness, pelvic pain female, panic attacks, anxiety, ovarian cyst, adenomyosis, dyspareunia, heavy periods, endometriosis, adenomyosis, dysmenorrhea and abnormal uterine bleeding. Concomitant products included tylenol (paracetamol) and morphine. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), weight fluctuation ("weight changes"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/ mental anguish") and depression ("depression"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy to remove the essure device and hysterectomy). Essure was removed on (B)(6) 2018 at the time of the report, the anxiety had not resolved. The outcomes for fallopian tube perforation, uterine perforation, perforation, device dislocation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, weight fluctuation, fatigue, alopecia, tooth loss, mood altered and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: patient was hospitalized for hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: the uterine. Cavity contour appears normal. There appear to be coils within the fallopian tubes. The fallopian tubes do not opacity with contrast and appear to be occluded. [Pathology test] on (B)(6) 2018: nature of specimen: uterus, cervix, bilateral fallopian tubes: clinical data: history of menorrhagia. Adenomyosis on ultrasound. Lntraop: endometriosis right uterosacral - excised in total. Past essure tubal occlusion - (illegible) proximal fallopian tubes. Tah, bilateral salpingectomy gross description: uterus, cervix, bilateral fallopian tubes: the attached right fimbriated fallopian tube measures 8.6 cm in length x 0.5 cm in diameter, the attached left fimbriated fallopian tube measures 8. 7 cm in length x 0.4 cm in diameter. The attached right fallopian tube is unremarkable. The attached left fallopian tube is unremarkable apart from a few small thin-walled cystic structures filled with clear fluid on the surface of the tube. Essure coils are present proximally in both tubes. Diagnosis: squamous metaplasia ¿ endocervix proliferative phase, no evidence of atypia or hyperplasia - endometrium. Adenomyosis - myometrium. Normal tissue - fallopian tubes. Lot number: 50512935. Manufacture date: 2010-05. Expiration date: 2013-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-apr-2024: medical record received. Lab data including (surgical pathology report) added. Medical history, concomitant conditions are added. New reporters (other hcp ) are added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.